Event description:
Reporter indicated that vns pt developed an infection at the neck incision site. It was reported that the pt went to the hosp emergency room because they were experiencing "irritation" at the neck incision site. The e.r. Physician "sliced open" the incision because he felt the lead wires underneath the skin and did not know what they were. The pt was sent home from the emergency room with the wound open. The pt was later seen by implanting neurosurgeon who reportedly removed the tie-downs and sutured the wound closed. Neurosurgeon prescribed a two-week course of antibiotics. Neurosurgeon indicated that he believed that the tie-downs were irritating the tissue and creating infection and that he would try to place them deeper when performing future implants.